Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a male patient underwent tevar for chronic type b dissection extending up to the right cia with an entry tear in the distal aortic arch. The patient was suitable for the procedure. Tevar with tx2 was selected despite chronic dissection due to rapid enlargement of the false lumen. Approach was gained from the left fa. The plan was; placing the stent graft in the distal aortic arch, then placing a bare stent just above the iliac bifurcation. When the user attempted to insert the delivery system of the stent graft after preparation, he felt resistance. Therefore, he removed the device, then noted deformation of the sheath tip. Since there was no back-up device of the same diameter, a device from another manufacturer was used instead. The entry tear was closed successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based only on description of event. The complaint concerns a patient with taa who underwent tevar with tx2. Access was gained through the left femoral artery, however, resistance was felt when inserting the delivery system into the patient. The device was therefore removed from the patient and a deformation of the sheath tip was observed. The procedure was completed with another company's device and no adverse effects to the patient were reported. No imaging of the anatomy or the product was returned to aid in investigation. Per complaint history, calcified arteries or inadequate access vessel relative to the outer diameter of the introducer sheath can result in advancement difficulties. However an actual root cause is unknown since the description of event do not specify patient anatomy or the size of the access vessel. No evidence was found suggesting that the device was manufactured outside of specification. Cook medical will continue to monitor for similar events.